Manufacturer narrative:
Reference medwatch 2032227-2015-23337 and 2032227-2015-23338 for additional information. Insulin pump received with button error alarm and intermittent down arrow button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump's keypad was unresponsive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.